Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to duplicate the customer's reported issue during testing and evaluation. The oxygen blender was delivering the wrong concentration. The service technician replaced the oxygen blender to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit is not delivering the expected amount of oxygen. There was no report of any patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: carefusion received the defective o2 blender from the customer for additional investigation. Carefusion performed bench testing, o2 blender calibration, and test procedures. The service technician was unable to duplicate the customer's reported issue. During initial bench testing, all o2 blender solenoids were working, but failed for high o2 blending due to #1 and #2 solenoids failing the o2 blender calibration and test procedure for slightly higher o2 flow. Also, visual inspection revealed the black max that locks the top screws on these solenoids were broken and missing which cause the high o2 blending issue.